Manufacturer narrative:
Follow-up # 1 date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a cracked display lens. The pump was opened and the display screen was damaged and completely inoperative. A test display was used to complete testing; when using the test display, the pump powered on with an hour glass on the screen and then the screen went blank. The initial complaint was duplicated. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.